Event description:
It was reported by the affiliate that (1) mcm30 was used during an esophagectomy procedure. It was reported by the affiliate that the clip seemed to be rusty. A new instrument was used to finish the case. No adverse to the pt.